Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as noncompliant to prescribed procedure, performing inadequate dialysis. The patient was hospitalized for the peritonitis event and two other indications. It was reported the patient was not treated with medication for the event. It was not reported if the patient was retrained on the proper aseptic technique. Twelve days prior to receipt of this report, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved. Dianeal therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.